Event description:
Physician accessed the left groin with a retrograde stick. Successfully positioned the amphiprion deep 4x80x150 through a 5f sheath into the left popliteal. Target site was calcified. Successfully dilated vessel 3 times, none greater than rated burst pressure on balloon. Upon removal, the physician found that the balloon would not travel through the sheath. The physician noted that on all 3 deflation, the balloon took longer than normal to deflate. Pictures showed that the balloon had torn and remained in the patient. The physician was unable to retrieve the balloon fragments so placed a 6x80 stent over the balloon fragments to secure them. No injury reported.